Manufacturer narrative:
Method: no product was returned for eval and investigation. Lot info is pending. A f/u report will be filed once the info becomes available. Results: the info contained is from legal documents served on I-flow llc. The complaint was opened, so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending litigation." As of 11/09/2006 I-flow has updated its on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E).

Event description:
Drug/diluent: sensorcaine 0.5%. Fill volume: 100ml. Flow rate: 2ml/hr. Procedure: arthroscopy of right shoulder with subacromial decompression. Arthroscopic distal clavicle resection. Repair of very large rotator cuff tear through a mini deltoid split incision. Cathplace: unk. Pt alleges cartilage damage in right shoulder following placement of an I-flow on-q painbuster, pm012, after surgery on (B)(6) 2007.